Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 28-aug-2020. Correction has been that this event has been determined to be reportable. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon is likely from forcing the device through resistance. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device was not returned form evaluation. The user facility lost the subject metal piece for evaluation therefore a physical evaluation cannot be performed, however, photos of the metal piece were provided for evaluation. The investigation is ongoing. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an endobronchial ultrasound bronchoscopy (ebus) procedure, patient under anesthesia, on the first puncture, the user felt more resistance to puncture through the bronchus. A few movements, the user found a piece of metal lying in the lumen of the bronchus wall. The user stopped the puncture and removed the metal fragment (protective sleeve on the side of the plastic protective shaft) of the unit. The intended procedure was completed with another needle. The lot number of the unit used to complete the procedure was not provided. There was no patient harm or injury reported on this event. No user injury was reported.